Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference related MFR. Report numbers: 1221359-2021-02734, 1221359-2021-02735, 1221359-2021-02762, 1221359-2021-02763, 1221359-2021-02765, 1221359-2021-02766, 1221359-2021-02767, 1221359-2021-02768, 1221359-2021-02769, 1221359-2021-02770, 1221359-2021-02771, 1221359-2021-02772, 1221359-2021-02773, 1221359-2021-02774,1221359-2021-02775, 1221359-2021-02776, 1221359-2021-02777, 1221359-2021-02778, 1221359-2021-02779, 1221359-2021-02780 and 1221359-2021-02781.

Event description:
The customer reported a total of 38 false positive results with the ID now covid-19 assay using three different lots (lot 1025742, lot 1033785, and lot 1034733) across multiple days. These 38 false positive results are being reported in 23 MFR. Reports. Each report covers the false positive result(s) on each testing day with each lot. This MFR. Report is 6 of the 23 reports and covers (1) one false positive results on (B)(6) 2021 with lot # 1033785. The customer reported (1) one false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested unspecified swab sample. Confirmation testing was performed using the hologic - aptima sars-cov-2 assay (panther system) or cepheid xpert xpress sars-cov-2 assay ran on the cepheid genexpert system and all test generated negative results. (CT values not provided) the customer reported that confirmatory tests were performed by the facility's microbiology department. In addition, the customer reported that samples were also sent for sequence analysis at the referral lab for all the new positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the reported event. Additional information received from the customer states that nasal swab samples were used to perform testing on the emergency room patients and that some were hospitalized; however, it is unclear if the hospitalization was related to the covid results or the patient's clinical symptoms. No specific information was provided as to which patients were hospitalized, so this note is being added to all related mdrs. In addition, the customer reported two additional false positives occurred 20sep2021 using a fourth lot number 1035029. Please reference MFR. Report numbers: 1221359-2021-03180 and 1221359-2021-03181 to address the additional false positives on 20sep2021.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1033785 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1033785, test base part number 190-430 / lot: 1033785 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1033785 showed that the complaint rate is (B)(4). A log file review was conducted; however, the information for the reported test dates 04aug2021 to 23sep2021 had been deleted by the customer and was not available for review. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles did not contain test date information for investigation. A historical review of complaints against the kit lots for the reported issue indicates product performance is as expected and has not identified a product deficiency.